Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 artery using a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician delivered the 3max into the clot and then deployed a stent retriever. After deployment of the stent retriever, the physician attempted to retrieve the 3max but was unable to. The physician then attempted to push the penumbra system ace 64 reperfusion catheter (ace 64) over the 3max to cover it as he pulled back on the 3max but was unsuccessful in removing the 3max. After pulling with some force, the physician was able to remove the 3max from the patient; however, the distal tip of the 3max remained lodged in the patient. At this point, the physician attempted to retrieve the tip using several other technologies but was unsuccessful. The procedure was successfully completed using another manufacturer's microcatheter and the ace 64. There was no report of an adverse effect to the patient.